Event description:
A customer reported noticing abnormal I control recovery problems on the coulter lh 750 hematology analyzer. A field service engineer was on site to evaluate the instrument and verified that it was diluting the controls. The customer reviewed all previous patient specimens and verified that no erroneous results were reported out of the laboratory. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
The field service engineer (fse) found a loose wire to the connector that activates the vent line tubing. When not activated, the vent line tubing was not being dried properly and samples were being diluted. The fse secured the wire to address the issue. Detection of this problem was delayed because the diluent sensor on the diluter interface card was disabled. Detection of the diluent problem as described above was delayed because the diluent sensor on the diluter interface card was disabled. When the fse enabled the sensor, diluent errors were generated to alert the operator of the diluent problem the diluting of specimens was detected in the control material due to the fact that the controls are sampled multiple times on the instrument and thus results will trend outside assay limits. If a patient specimen is sampled only once, the diluting of the specimen will not be apart unless the same specimen is used for further testing. After service was performed, the analyzer performed within published specifications. Reproducibility and quality control results were good. (B)(4).